Event description:
In a study reported by medicines and healthcare products regulatory agency, there were 22 patients requiring hip revision after 10.5 years implantation. Additionally, there were 5 further radiologically loose stems.